Manufacturer narrative:
Device passed the displacement test, self test and active current measurement. However, the pump failed the sleep current measurement due to moisture damage on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer was assisted with troubleshooting. Customer also stated that after inserting new battery the issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.